Event description:
It was reported that during priming with prismaflex st100, an external fluid leak from lower cap was observed. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Initial reporter first name: na. Initial reporter last name: na. Initial reporter address: (B)(6). Initial reporter city: na. Initial reporter facility name: na. The actual device was not available; however, photographs of the sample were provided for evaluation. Visual inspection observed the reported leak from the dialysate port. The reported condition was verified. Due to the lack of an actual sample the cause could not be determined, however, the most probable causes of the condition was determined to be a transportation issue or product handling issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted. Prismaflex st100 set c has been temporarily approved for use in the us under emergency use authorization (B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic.